Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 299 mg/dl. The customer was unable to troubleshoot at time of call. The customer stated they were at the hospital and where giving her medication at the time, health care provider was there as well. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer was advised to monitor and call back if issue occurs.